Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (1.0 mg/ml at 0.999 mg/day) via an implantable infusion pump. It was reported the patient experienced a post-dural puncture headache. Interventions included an epidural blood patch on (B)(6) 2016. The event resulted in an unscheduled clinic or office visit. The diagnostics included the patient reported on (B)(6) 2016. The etiology of the event was noted as not related to the device or therapy and related to the implant procedure. The outcome was noted as ongoing. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the event resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient's baseline weight was (B)(6) lbs.